Event description:
It was reported that the patient underwent an arthroscopic right wrist dorsal tendon sheath cyst resection + synovial clearance surgery on (B)(6) 2024 and suture was used. At 14:30, the doctor used suture to suture the patient's skin. After gently gripping it with a needle holding forceps, the suture broke. Changed another one to complete the surgery. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.